Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, the control solution read below the specified range on the vial. The control solution read 115 and 116 mg/dl. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s ) for evaluation. If the product(s ) are returned, lfs will evaluate it/them and inform FDA of product(s ) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/13/2013)-device evaluation: the control solution and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 05/31/2013 and 06/10/2013 respectively with the following findings: the primary complaint was not confirmed, but secondary issue was found where control solution has high glucose issue. The test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.